Manufacturer narrative:
Device evaluation and correction: this report is being filed due to device evaluation. This report also includes a correction to the initial report, which was coded to indicate that production records were reviewed. This was an error as no lot traceability was provided when the initial report was filed. The appropriate code for the investigation type has been corrected in section h6- type of investigation (b). As received, the specimen consisted of one-1 each pkg-hydro gw stf s 150-035; returned reloaded into the dispenser assembly and double-bagged within "zip-lock" style poly biohazard pouches. Note: the device pouch and labeling were not included; thus, lot traceability remains unknown. The specimen presented an overall length of 150.5cm and a finished diameter of .03270" to .03330". A gage bushing certified to be .0350" passed over the length of the specimen with no more effort than the mass of the bushing sliding down the wire shaft unaided, except by gravity till the proximal aspect of the skived/cut damage. Note all diameter measurements were acquired with a non-contact, toolmakers scope after allowing the specimen device to become dry after hydrating the specimen device with blood-bank saline. After flushing with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x - 18 inches, unaided, wet. The specimen presented skived/cut damage in a proximal to distal orientation located 21.4cm to 24.5cm from the distal tip, exposing metallic core wire from 22.9cm to 23.9cm. Except where noted, the specimen device appeared visually and dimensionally correct. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu) operational instructions: to activate hydrophilic coating: · before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. As noted in the device instructions for use (dfu) warnings: · do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/ or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle. As noted in the device instructions for use (dfu) precautions: · the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. · due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appeared that procedural and/or handling factors have contributed to the event as reported. If any further relevant information provided, a follow up medwatch report will be submitted.

Manufacturer narrative:
Despite attempts to gather additional event information, limited information has been shared to date. Therefore, many of the sections in this report are blank. The device was not received for evaluation at the time of this report; therefore, no physical analysis of the device can be performed. Additionally, the lot number for the device was reported as unknown; therefore, fields within section d4 could not be completed, including the UDI number. Attempts were made to obtain information on the suspect medical device. To date, only the model/catalog number has been provided. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As noted in the device instructions for use (dfu) operational instructions: to activate hydrophilic coating: · before removing the zipwire hydrophilic guidewire from the protective hoop (by its distal end), inject physiological saline solution into the hub end of the holder in order to completely wet the surface of the wire. Use of alcohol, antiseptic solutions, or other solvents must be avoided, as they may adversely affect the surface of the wire. Do not wipe the zipwire hydrophilic guidewire with dry gauze. Before inserting the zipwire hydrophilic guidewire through a catheter, fill the catheter with physiological saline solution. As noted in the device instructions for use (dfu) warnings: · do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/ or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle. As noted in the device instructions for use (dfu) precautions: · the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient. · due to variations in certain catheter tip diameters, abrasion of the hydrophilic coating may occur during manipulation. If any resistance is felt during introduction of the catheter, it is advisable to stop using such catheters. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appeared that procedural and/or handling factors have contributed to the event as reported. If any further relevant information provided, a follow up medwatch report will be submitted.

Event description:
Event description: per cnf, it was reported that: the coating had peeled off approximately 10cm from the tip of the wire. The details are still being confirmed as it was a part-time physician who was using it at the time. Serial/batch/lot number: not available per account time of event: to be confirmed where did the event occur?; to be confirmed physician comments: patient outcome: no patient injury infected: no scope used: unknown guidewire used: unknown generator/controller: unknown other used: unknown. Additional information provided 17 september 2024: 1. Listing and model of other devices used during the procedure, include the model, brand name, sizes, etc.: ureteroscope size and model were unknown. 2. Was there visible damage to the device and/or its packaging prior to use? It was observed through the endoscope during the procedure. 3. Did the device come in contact with the patient? There was no health hazard. 4. Was the zipwire hydrated as directed in the IFU? The new hydrophilic coating was activated by applying saline before usage. 5. Was the zipwire advanced through a metal cannula or needle? Metal needles and such were not used. 6. Did any part of the guidewire detach inside the patient? No 7. Is there an image of the reported damage? Unavailable per account.